Event description:
It was reported that during an attempted implant, the device failed to delivery high voltage therapy and the patient was externally defibrillated. A capacitor maintenance was unsuccessful. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an output anomaly was confirmed in the laboratory. Review of the stored electrogram indicated that the device was charging and was still charging when external defibrillation was applied. The hv capacitors were sent to the manufacturing site for analysis and an anomaly was observed on the hv capacitor. The root cause of the extended charge time was due to an anomalous hv capacitor.